Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly at 90% battery life. The customer's blood glucose level was impacted (285 mg/dl). The customer was able to turn on the pump back on after plugging it into a power source. It was indicated that the customer would continue to use the pump until the replacement pump arrived.